Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16740889, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during an explant procedure, on the patients lead had broke off in the epidural space. The physician could not retrieve the lead. Lead migration and high impedance were also noted. The patient was doing well postoperatively.